Event description:
During abbeymoor medical review of a physician provided cystoscopy video, the device manufacturer observed a complete device migration. The device was initially positioned in 2007, and removed by cystoscopy in 2008. No known patient injury or hospitalization. No device lot number was provided. Indication for use is differential diagnosis. Number of days the spanner had been in use is 48 days.

Manufacturer narrative:
The device was not returned for eval. Physician feedback suggests the pt was doing okay while wearing the spanner. This form FDA 3500a is being submitted after the required 30-day time frame in response to recent interactions between abbeymoor, the FDA local district office, and the FDA reporting systems monitoring branch in which migration events with cystoscopic removal were deemed MDR reportable. (Abbeymoor initially determined that a MDR was not required for this event based on results of a clinician-based risk assessment.)